Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to a high blood glucose level of 470 mg/dl and then 490mg/dl and diabetic ketoacidosis. Customer had positive results in ketones test chest discomfort. Customer was treated with intravenous drip with 2 liters of fluid. Customer changed site and boluses with the pump. The insulin pump will not be returned for analysis.